Event description:
The pt was implanted with a siltex saline mammary prosthesis, subsequently the pt experienced capsular contracture, implant displacement, pain and siliconomas. The device was removed on 1/28/98.